Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the target lesion ws the 80-90% stenosed, mildly calcified, proximal circumflex (cx) artery. The lesion was pre-dilated with a re-cycle 2.5 x 14 mm maestro balloon. The taxus liberte 3.0 x 32 mm drug eluting stent had no difficulty in crossing the lesion. The stent was deployed to #12 atms. The doctor found that the stent balloon was difficult to withdraw. The balloon was sticking to the stent. He then noticed that the catheter was sucked into the artery. The physician then re-inflated the balloon and waited 10 seconds before withdrawing it again with no resistance. There were no reported patient complications.